Event description:
Lpn infusing via ivac pump. Tpn solution noted to be all over the floor. Blood backed up in the tubing from patient's central line. Tpn solution noted to be leaking from white disk. Tpn discontinued. Patient's central line able to be flushed and med lock inserted to preserve integrity of line until a new tpn set-up could be obtaineddevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.